Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints was reported for this same failure mode within this lot. Visual and microscopic inspections were performed on the returned device. The wire was returned still attached to the guide catheter. During device evaluation, some minor kinks were observed on the wire. The pressure sensor and dome were intact. The torque device collet jaws were inspected and no damage or excessive wear out was noticed. However, some bluish/whitish debris was noticed inside the collet jaws. The physical specs and integrity of the device was verified. The diameter of the flexible coil was measured at different points and it was within the acceptable range. The hydrophilic coating on the flexible coil was also visually acceptable. The wire was inserted into a bent test fixture to verify and movement issues and it passed through it without any resistance felt. The torque device's functionality was tested and it performed as intended. The torque device secured the wire and the wire did not slip or lose torque ability during mechanical eval. The reported failure could not be duplicated and the complaint could not be confirmed. The results of the dimensional and visual inspection revealed the device was within specification and the hydrophilic coating intact. Movement issues are an expected outcome for any percutaneous transluminal coronary angioplasty (ptca) procedure. Lesion factors (e.g. Vessel tortuosity and degree of calcification), among other factors, can contribute to movement issues. We could not conclusively determine how and when the observed damage occurred and the root cause of the reported failure could not be conclusively identified. A clinical assessment was conducted by the volcano corporation scientific affairs department. The results of the assessment are summarized below : the patient was discharged as expected. During the case, however, a spiral dissection of the rca occurred and was treated with stenting the length of the rca. The severity of patient harm is relative to the level of dissection. Type a dissections represent minor radiolucent areas within the coronary lumen during contrast injection with little or no persistence of contrast after the dye has cleared. Type b dissections are parallel tracts or a double lumen separated by a radiolucent area during contrast injection, with minimal or no persistence after dye clearance. Type c dissections appear as contrast outside the coronary lumen ("extraluminal cap") with persistence of contrast after dye has cleared from the lumen. Type d dissections represent spiral ("barber shop pole") luminal filling defects, frequently with excessive contrast staining of the dissected false lumen. Type e dissections appear as new, persistent filling defects within the coronary lumen. Type f dissections represent those that lead to total occlusion of the coronary lumen without distal antegrade flow. In rare cases, a coronary artery dissection may propagate retrograde and involve the ascending aorta. Numerous studies performed prior to the common use of stents found that, in general, type a and b dissections are clinically benign and do not adversely affect procedural outcome. However, types c though fare considered major dissections and, particularly if left untreated, carry a significant increase in morbidity and mortality . In this case, the patient's rca spiral dissection was immediately recognized and treated with two 38mm stents to cover the length of the rca. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.

Event description:
It was reported that during the procedure, the verrata pressure guidewire did not torque smoothly as expected and torqued with a "click". Another manufacturer's guidewire was used as a buddy wire which torqued and traversed the lesion easily but the verrata wire still didn't torque smoothly. Unfortunately, this led to a spiral dissection of the rca. The doctor had to stent the entire length of the rca with two 38mm stents. Additional information from the customer stated that no visual damage was initially observed on the device when it was removed from the packaging and during preparation. The device was not broken into 2 pieces and no protruding parts were observed. All portions of the wire appeared to be accounted for. However, the wire would not cross the lesion. The lesion was described to be proximal and mid portion of the rca which is approximately 50% angiographically, soft-plaque and non­ tortuous. The patient was discharged as expected and is currently in good condition.